Event description:
Additional information received identified patient receives 4 lt of oxygen a day and is unable to take readings on her own. Patient is being followed by the physician and is taking readings at the site.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported dampened pressure waveforms were observed on the sensor. Troubleshooting was tried. The patient is to follow up with the health care provider as a next course of action.